Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 088) issue; cs 088-0e100-e10 that could not be cleared from the pump after several attempts. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 09-apr-2019 with the following findings: review of the black box data and the pump alarm history revealed record of call service 088-0e100e10 alarm. On investigation, the pump powered on normally and emitted a call service 088-0e100e10 alarm during the prime step. Investigation duplicated the complaint. Moisture damage was found inside the pump on the display board; moisture ingress into the pump was confirmed due to a leak at the site of a crack in the battery compartment.